Event description:
During a check of stock, a package with two screws of 45 mm and another of 50mm was found. The label indicated that the screws should be 45mm.

Manufacturer narrative:
Summary of evaluation: evaluation of this event revealed that the screws were mixed at the cleaning process. Newly designed screw trays with screw ID on each tray have been put in use to prevent future mixing of g/k screws. Cleaning personnel were retrained in the importance of maintaining proper ID of screws to prevent screw mix-ups.